Event description:
Patient representative reported on the right side "began to feel pain","thin septum permeating the right implant, which may correspond to contracture, over or capsular rupture","with prominent radial folds", and "minimal amount of bilateral peri-implant fluid." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, and capsular contracture baker grade unknown.